Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a gradual rise in shock impedance measurements of greater than 200 ohms. Isometrics were performed and there was no evidence of noise and pacing impedance measurements were stable. A 41 joule commanded shock was performed and shock impedance measurements were greater than 200 ohms in coil to coil configuration. Then defibrillation threshold (dft) testing was performed. The first attempt was not successful, but the second and third attempts were successful with shock impedance measurements of 82 and 78 ohms. The device was programmed distal coil to can. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
At this time, the device has not been returned. If the device is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the device was emitting beeping tones due to shock impedance measurements of greater than 125 ohms. It was noted the device was programmed rv coil to can. A surgical revision was performed and the device was explanted and replaced. No additional adverse patient effects were reported.